Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the videoscope cable exhibited intermittent image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as a scope cable extension/retraction failure was confirmed. The reported event was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the interrupted and distorted image could not be identified, nor could the phenomena be confirmed/reproduced. Olympus will continue to monitor field performance for this device.